Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076 lead, implanted: (B)(6)2008. (B)(4)

Event description:
It was reported that high lead impedance values were observed on the right ventricular (rv) defibrillator, superior vena cava (svc), and pace/sense portions of the lead. In addition, there was no capture with the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.